Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced decreased performance since beginning of the year along with pain at the implant site, present even without device use and worsening with device use. The patient also reports dizziness leading to device non-use. During nrt measurements, no neural response could be obtained, and pain was reported during mid-to-high range stimulation attempts. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery.